Event description:
It was reported the programmer does not turn on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer would not turn on, the power supply was out of electrical specification, as a result the power supply was replaced. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).